Event description:
Clinical trial. It was reported that during a coronary artery drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The index procedure identified and treated two target lesions. Target lesion one was a de novo lesion of the proximal to mid rca (right coronary artery) with 99% stenosis and measuring 3.0x30mm. Target lesion one was treated with predilation and placement of a 3.0x32mm taxus liberte stent resulting in 0% residual stenosis. Severe balloon withdrawal resistance was reported with the 3.0x32mm taxus liberte stent. The event was reported to be resolved with "excessive pulling pressure applied". Target lesion two was a de novo lesion of the distal rca with 80% stenosis and measuring 2.5x20mm. Target lesion two was treated with predilation and placement of a 2.5x24mm taxus liberte stent resulting in 0% residual stenosis. No patient complications were reported and the patient was discharged one day post procedure on asa and plavix.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause of the complaint incident is operational context. Product unavailable for analysis.